Event description:
This patient was admitted to the hospital for angina. The patient was currently taking nifedipine. Elective angiography revealed a de novo, eccentric, diffused and moderately tortuous, but not calcified, 76% stenosis in the mid-rca. The diameter of the vessel was 2.65mm and the lesion length was 12.42mm. Aha/acc classification of the vessel was a type c. 6000 units of heparin were administered via IV. The lesion was predilated with a 2.75 x 20mm balloon inflated to 15 atms. A driver bare-metal stent was implanted at the distal end of the target lesion (pressure unknown). A 3.0 x 18mm cypher stent was deployed to 14atm for 16 to 30 seconds at the proximal end of the driver stent, with edge overlap. Another 3.0 x 18mm cypher stent was deployed to 14atm for 16 to 30 seconds at the proximal end of the initially implanted cypher, with edge overlap. The stented segment was not post dilated. Timi flow before and after the procedure was 3. The residual % of stenosis was 21.0%. Ivus was not conducted. The patient was discharged on ticlid, aspirin, and nifedipine. Three months later, the patient complained of chest pain (treatment unknown). Approximately four months post index procedure, the patient was hospitalized and angiography was conducted, revealing a 100% restenosis within all stents implanted in the mid-rca. Because there was a collateral branch from the distal lad to the pda, pci was not conducted. Metoprolol tartrate was added to the patient's medication regimen. The patient was discharged the following day in stable condition.

Manufacturer narrative:
Device is not distributed in the us; however, it is similar to us product. This is one of two reports submitted for the same event. Please reference MFR. Report #'s: 9616099-2006-00804 and -00805. Additional information will be submitted within 30 days of receipt.